Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime. The drive support cap is protruded but was not pressed. Blood glucose value was 387 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked battery tube threads